Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) battery compartment would stick. It was also indicated that the hanger was bent, both display wires were pinched, the keypad window had dots, the main printed circuit board (pcb) was damaged, both output connector nuts were discolored, and four case screws and hanger screw were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery compartment was stuck. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.